Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent ventricular undersensing on stored electrograms (egm). Diagnostic testing/troubleshooting was performed. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.